Event description:
It was reported that they were trying to initiate normothermia protocol with a target temperature of 36c, patient temperature was 38c on the arctic sun device. There was no flow. Mis walked nurse through stopping therapy, emptying pads, disconnecting and reconnecting with proper technique. 4large pads and 2 universal pads in place. Nurse started therapy and still no flow. Nurse checked system diagnostics showed outlet monitor temperature (t1) was 12.2c, outlet control temperature (t2) was 12.1c, inlet temperature (t3) was 13.3c, chiller temperature (t4) was 9.1c, inlet pressure was -7.2, circulation pump command was 90, mixing pump command was 100, heater command was 0, water reservoir limit was 5, system hours were 857 and pump hours were 347. Mis advised that they could troubleshoot the pads to find a suspect pad. Nurse declined and said, "there was no way it was the pads, and they were very careful". Nurse insisted on getting another device. Mis called back in 20 minutes to check if the new device had good flow rate. This device also had low flow alert and flow rate was 2.2lpm. When nurse disconnected the one universal pad on abdomen the flow alert increased, and the low flow alert did not alert again. Mis advised nurse to keep the pad and give it to unit manager. As per follow up information received via phone on 20jan2023, nurse stated that the patient was switched to a different device and was able to complete therapy. Nurse had no pad information, and no pads to be returned. There was no patient impact or injury. The device was sent to biomed as stated in event. As per follow up information received via phone on 27jan2023, nurse stated that they were not able to save the pads and they were disposed.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. The device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that they were trying to initiate normothermia protocol with a target temperature of 36c, patient temperature was 38c on the arctic sun device. There was no flow. Mis walked nurse through stopping therapy, emptying pads, disconnecting and reconnecting with proper technique. 4large pads and 2 universal pads in place. Nurse started therapy and still no flow. Nurse checked system diagnostics showed outlet monitor temperature (t1) was 12.2c, outlet control temperature (t2) was 12.1c, inlet temperature (t3) was 13.3c, chiller temperature (t4) was 9.1c, inlet pressure was -7.2, circulation pump command was 90, mixing pump command was 100, heater command was 0, water reservoir limit was 5, system hours were 857 and pump hours were 347. Mis advised that they could troubleshoot the pads to find a suspect pad. Nurse declined and said, "there was no way it was the pads, and they were very careful". Nurse insisted on getting another device. Mis called back in 20 minutes to check if the new device had good flow rate. This device also had low flow alert and flow rate was 2.2lpm. When nurse disconnected the one universal pad on abdomen the flow alert increased, and the low flow alert did not alert again. Mis advised nurse to keep the pad and give it to unit manager. As per follow up information received via phone on (B)(6)2023, nurse stated that the patient was switched to a different device and was able to complete therapy. Nurse had no pad information, and no pads to be returned. There was no patient impact or injury. The device was sent to biomed as stated in event. As per follow up information received via phone on (B)(6)2023, nurse stated that they were not able to save the pads and they were disposed.